Event description:
We have had 2 neuro kits from avid medical come with bugs in the wrappers. In one a dead mosquito was in the foam insert lot number 1306444, and in another neuro pack lot number 1306444 there was a life flea that came out of the pack.